Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell, and had a jolting feeling. The stimulation had changed since that time. Impedance readings at 0.7v showed <50 on (B)(6), 03/13, and (B)(6). The pt used group q most often and impedances were 279 and 14.367ma.